Manufacturer narrative:
Additional information was received on 25-dec-2022. The hemostatic valve did not dislodge inside nor outside the hub. The brim cap/hub did not detach from the sheath. There is no picture available. The sheath was not used on the patient. No treatment was required. Blood return was observed; however, the approximate volume of blood that was lost was unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak issue occurred. It was reported that when inserting the vizigo¿ to the patient¿s body, reverse blood occurred. The vizigo¿ was replaced, and the issue was resolved. The procedure was continued and completed. No adverse patient consequence was reported. The hemostatic valve leak issue is MDR reportable.

Manufacturer narrative:
Initial reporter facility name (cont): :environmental health hospital. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device 00002122 number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).